Event description:
After completing am care, rn's noted sparks at the y connection on the ventilator circuit. The tubing was disconnected and pt bagged. Tubing then ignited and rn shut ventilator off. The fire extinguished itself.